Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer who reported that, when the device failed to boot up, the network card also reported an error and the network indicator on the front panel of the suite pc did not turn on. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that there was an internet connection problem; after the fse turned the system on manually, the screen was black and could not enter user interface. When the fse attempted to reinstall the system software to resolve this issue, the system indicated that there was an internet connection problem. The fse re-plugged the network cable into the suite pc. After network cable was plugged back in, the system was returned to use in good working order. The codes were updated based on the investigation outcome.